Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the indicated failure mode of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced overfill. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: could you please look into this lot no of coag tubes and overfilling issues. Today morning I was notified by lab staff that some of coags tubes which I have collected are overfilled.